Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) after detecting an atrial driven arrhythmia where anti-tachycardia pacing (atp) induced ventricular tachycardia (vt). The patient also had multiple episodes of non-sustained ventricular tachycardia (ns-vt) where the ICD stability algorithm inappropriately withheld therapy. The stability algorithm was programmed off. The patient was medically treated. The ICD remains in use. The patient is enrolled in a clinical study. No further patient complications have been reported as a result of this event.